Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter continued to display the apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2012. The patient manages his diabetes with insulin through pump therapy. It is not known if the patient made changes to his usual diabetes management routine at that time. About 4 hours after, the reporter claims the patient felt a symptom of thirsty. That same evening, the patient was administered an increased dose of insulin (3 units). At the time of troubleshooting, the reporter did not have the patient's testing supplies in order to perform a retest to resolve the alleged issue. This complaint is being reported because, the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.